Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An event history log review was performed with no abnormalities noted that could have contributed to the reported event. A service history review revealed no previous service events were related to the reported condition. A visual inspection and functional test was performed as it is required by homechoice system servicing and releasing process described in homechoice service manual. The device performed within the product specifications. The reported condition could not be confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro displayed a system error. The specific error was not reported. It was not specified what step in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.